Event description:
During the procedure, the transseptal needle was inserted into the sheath but resistance was felt. The needle was removed and a small particle was aspirated. The procedure was completed with the same sheath and there were no patient consequences.

Manufacturer narrative:
The device was returned due to an insertion difficulty and particles exiting the introducer. No resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. However, the dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty is consistent with the skiving. The cause of the skiving remains unknown.